Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap extended life pd transfer set and the titanium adapter; further described as ¿spontaneous detachment of a semiannual set from a titanium connector¿. This occurred two hours after peritoneal dialysis (pd) therapy. No damaged was identified on the devices. The transfer set was replaced. There was no patient injury; however, the patient was given prophylactic treatment as a precautionary measure. No additional information is available.